Event description:
It was reported that a vns patient underwent revision surgery where the vns therapy system was replaced due to high lead impedance on a system diagnostics test. During the surgery, the surgeon attempted to repair the lead using derma bond, which was unsuccessful. He then replaced the lead. The generator was replaced prophylactically. Further follow-up with the physician revealed that the patient experienced a breakthrough seizure. It is unknown if seizures are above pre-vns seizure level. The generator and portions of the explanted lead were returned to the manufacturer for evaluation. Product analysis completed on the lead portion returned. The negative helical electrode was not returned for analysis. Derma bond was found on the outer silicone tubing close to the end of the connector boot. The derma bond was removed from the outer silicone tubing and an abraded opening was found on the outer silicone tubing, but the inner silicone tubing was intact and no discontinuities were found. No other anomalies were noted on the analyzed lead portion.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the generator did not reveal any anomalies and the generator performed per specifications. An implant card was received to the manufacturer indicating the lead was replaced due to a lead discontinuity, and the generator was replaced for prophylactic reasons. Diagnostics were within normal limits for the new devices. Reporter indicated high lead impedance was still occurring after attaching the new generator to the resident lead. As a lead pin issue was ruled out, a lead fracture is suspected to be the cause of the high lead impedance.

Manufacturer narrative:
Date of event, corrected data: an incomplete event date was inadvertently reported on the initial MDR report. The complete event date is provided. Describe adverse event or problem, corrected data: information regarding the lead pin reinsertion and generator analysis was inadvertently omitted for the initial MDR report.